Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. The customer stated display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer reported that battery compartment had white stuff inside and describes it like battery residue that was stuck inside. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. However corroded battery tube noted during visual inspection.